Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro cable connector broke. No replacement was required since the procedure had already been completed. The hospital did not report any pt effects. The product is returning. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. (B)(4).